Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the first reload was fully fired and engaged in interlock. The other two reloads were partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 4cm cut line. Functionally all the reload were loaded into a pmv representative handle (handle pt00092127, mod v28) for functional testing. The devices showed that they had been used. Then each of the devices was loaded into a pmv manual handle. The first reload was cycled without hesitation or binding. The other two reloads were loaded into the pmv manual instrument, each interlock was over ridden, and each reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the stomach during a laparoscopic gastric sleeve procedure, the first reload fired correctly but the second and third reload did not completely. It was stated that the reload¿s first few staples fired but the device stopped firing and resulted an incomplete staple line centrally. The blade was retracted. The surgeon changed to a different brand of stapler. It was stated that three reloads had the same malfunction during the same event. There was no patient injury.